Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Additional information provided: the hole was found intraoperatively. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? Please provide lot number =>unk ? Was the drain used on the patient?=>yes ? If yes, was leakage detected?=>unk ? Was another drain needed to correct the situation?=>yes ? If yes, was the new drain placed surgically during a second procedure?=> as the issue was confirmed during the initial surgery, a new one placed at the initial surgery. ? Please perform and document the follow up attempt for product return. =>the device will be shipped. As the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and a drain was used. There was a hole in the drain. As the issue was confirmed during the initial surgery, a new one placed at the initial surgery. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4) additional information: d9 h3 evaluation: sample review: one complaint sample of drain was received for evaluation, product was inspected visually and found that, there was a small mark visible on the drain surface, while viewing that mark under magnification, it was found that this mark was a clear hole, and significant cut marks were visible nearby the that hole perimeter. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. It is suspected that, cut mark area of the drain might have came in contact with some pinned / sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. As per standard practice, 100% functional test and 100% visual inspection was carried out visually before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.